Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead extraction procedure to remove an non-functional rv advisory riata lead, an injury leading to death occurred. Reportedly, the pocket was opened and the generator was removed. The rv lead was disconnected and the atrial lead was left connected to the generator. The rv lead yolk was removed using a spectranetics lead cutter, exposing the high voltage cables and the inner lumen. The 16f glidelight laser sheath was then used and advanced to the proximal coil where progress was stopped. A 13f tightrail was then used to advance through the innominate. The surgeon then switched back to the 16f laser sheath. The laser was manually advanced to the atrium, the laser was used, and pressure dropped. Although the occlusion balloon was used and a sternotomy was performed with bypass, the patient expired due to the injury.